Manufacturer narrative:
The device is not able to be returned as it was discarded at the facility. The customer is unsure if the issue occurred due to the forceps or the cord used. The cord that was used is not an aspen/symmetry device. It was not confirmed if the cord that was used was an aspen/symmetry device. The DHR for the for the part lot combination was reviewed and found to have no non-conformances noted during the manufacturing process. Because the device will not be returned, the device cannot be tested to confirm the issue and determine a root cause. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "one of the bipolar forceps olsen® midas touch 8-1/4 inch length non locking bayonet handle straight smooth insulated 1.5 mm tips was defective during surgery today. No output when the device was plugged in. No harm to the patient but a 10 minute delay occurred to get a new device."